Manufacturer narrative:
Simonetti, b. G., hulliger, j., mathier, e., jung, s., fischer, u., sarikaya, h., . . . Arnold, m. (2017). Iatrogenic vessel dissection in endovascular treatment of acute ischemic stroke. Clinical neuroradiology. Http://dx.doi.org/10.1007/s00062-017-0639-z the solitaire device has not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the solitaire during use. Per the article authors, the time and reason for iatrogenic vessel dissection could not be established. Mdrs related to this article: 2029214-2017-01320 2029214-2017-01321

Event description:
Medtronic literature review found a report of vessel dissection during solitaire mechanical thrombectomy. The purpose of this article was to determine the frequency, clinical aspects, and morphology of iatrogenic dissection (ID) in endovascular acute ischemic stroke (ais) treatment and to identify predictors of this complication. The authors identified 18 ais patients who experienced ID during endovascular procedure; mean age was 64 years and 8 patients were female. Four of the 18 patients underwent endovascular procedure by solitaire mechanical thrombectomy. The article defines an iatrogenic dissection as the presence of any of the following signs on dsa: intimal flap, fusiform or irregular aneurysmal dilation at a non-bifurcation site, double lumen, or a string-and-bead sign, or if signs of a wall hematoma were present on fat-saturated t1-weight magnetic resonance imaging (MRI). The article states that patient 13 ((B)(6), female) underwent solitaire mechanical thrombectomy of a right m1 mca occlusion. The patient experienced dissection of the right ica resulting in >1cm long, high grade stenosis (=80% vessel obstructed.) The patient underwent placement of a stent as a result of the dissection. The article notes that the patient did not show clinical signs clearly attributable to the dissection in the short-term follow-up. As of three months post-procedure, patients 13 all had a favorable outcome (mrs = 2). The authors note being unable to establish the exact time and reason for the dissection.